Event description:
It was reported the programmer boots to an error when powered on. Recycling power or service disk will not clear. It was also reported after turning on for approximately 15 minutes an error code appears on the screen stating "serious programmer problem". The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device had a system error. Cord bay lid was damaged. Left antenna was loose.